Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading, was treated with 10% glucose due to this reading. However, it was then determined that customer was hyperglycemic and customer was treated with rapid insulin (dose unknown) by third-party. There was non report of death or permanent injury associated with this event. A readings comparison of 55 mg/dl with the sensor against 400 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading, was treated with 10% glucose due to this reading. However, it was then determined that customer was hyperglycemic and customer was treated with rapid insulin (dose unknown) by third-party. There was non report of death or permanent injury associated with this event. A readings comparison of 55 mg/dl with the sensor against 400 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading, was treated with 10% glucose due to this reading. However, it was then determined that customer was hyperglycemic and customer was treated with rapid insulin (dose unknown) by third-party. There was non report of death or permanent injury associated with this event. A readings comparison of 55 mg/dl with the sensor against 400 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.